Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. Evaluation summary: it was caused due to a fluid damage in the ccd module and the air water channel. Replaced parts in this complaint are as follow. Air water channel, due to leaky. Ccd module due to fluid damage. This report is being filed as part of the pentax backlog management plan

Event description:
Image gets foggy. The procedure could finish. No one is hurt. This event occurred at the time of during use.